Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Information provided from the user facility indicated a (B)(4) endoscope was used, which has an outer diameter of 9.3 mm. The cook 6 shooter saeed multi-band ligator is not compatible with the endoscope used in the procedure as the information indicated. This ligator is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm only. Therefore, the ligator was used with an incompatible endoscope and this is the most likely cause for barrel detachment. Labeling on the device lists the recommended endoscope size for each reference part number. Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The caution label on the device instructs the user to: ¿ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged." The instructions for use direct the user to "lubricate endoscope and exterior portion of the barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution, all packaged 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure packaging integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure for the treatment of esophageal varices the physician used 6 shooter saeed multi-band ligator. The procedure did well with bands in place until the removal of the cap [barrel] that become stuck in the level of vo [esophageal varices]. The doctor had to take a snare in order to retrieve the device. Patient is okay.